Event description:
It was reported that the safety slide clamp did not fully occlude the tubing when the open key was presssed and the clinician removed the tubing from the pump. Without the tubing occluded, the solumedrol was allowed to free flow into the patient. The issue was noted instantly and no medical intervention was required. No patient injury resulted.